Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: july 2014. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period (B)(6) 2014 to (B)(6) 2015, the current complaint rate for similar complaints calculated as (B)(4)% of procedures service history: there is no service history for the cam02 monitor 1140601902. Conclusion: based on the additional information received from the customer verifying the cam02 monitor was confirmed as working to specification, no further investigation is deemed is necessary. The catheter was not returned for evaluation; therefore the root cause could not be confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.

Event description:
During the procedure, the monitor was not recognizing the catheters. The catheter was replaced and still the monitor did not read. They changed the monitor and were able to get readings. The doctor stated he believed the monitor was not functioning correctly. Additional information has been requested.